Event description:
During a back surgery, when removing the pt's head from the headrest, the headrest unlocked and scratched a 1-1/2 inch laceration on the left side of pt's head. The wound was stapled and dressed with antibiotics ointment and klwrap.